Manufacturer narrative:
Date of event: the exact date of the event is unknown, event occurred around (B)(6) 2021.

Event description:
It was reported that the patient was experiencing pain at the ipg site, as the implanting physician placed the ipg too low in the buttock. The patient underwent a revision procedure wherein the ipg was relocated and replaced as an infection precaution. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was kept by the hospital for testing.

Manufacturer narrative:
Date of event: the exact date of the event is unknown, event occurred around (B)(6) 2021.

Event description:
It was reported that the patient was experiencing pain at the ipg site, as the implanting physician placed the ipg too low in the buttock. The patient underwent a revision procedure wherein the ipg was relocated and replaced as an infection precaution. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was kept by the hospital for testing.